Event description:
A peritoneal dialysis (pd) pt was hospitalized (date unk) for a minor myocardial infarction and was discharged on (B)(6) 2014. Pt remained on pd therapy.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.